Event description:
It was reported that the autopulse platform was not initializing upon start up. Customer indicated that there are random characters on the screen. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover was damaged at the display side corner and load plate cover, a screw was missing and there were loose screws at the front enclosure, the front and bottom enclosure were cracked and the battery lock pin was bent. The physical damages found during visual inspection are not related to the reported issue of the platform not initializing upon start up and random characters displaying on the screen. The damages appear to have been caused by normal wear and tear (autopulse manufactured in july of 2007). Review of the archive was performed and shows that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the platform passed testing. Customer's reported complaint of the platform not initializing upon start up was not confirmed. The platform ran for 15 minutes with the test mannequin and 6 minutes using a large resuscitation test fixture (lrtf) (equivalent to a 250 pound patient) with no problems observed. Customer's reported complaint of random characters displaying on the screen was observed during functional testing. It was found that the lcd ribbon cable came loose from the pca board. The ribbon cable was secured at pca board. Based on the initial investigation, the parts identified for replacement were the top cover, front and bottom enclosure, and the battery lock pin. The right side load cell reference to j3 connector on a load cell board will also be replaced as a precaution. In summary, the reported complaint of the platform not initializing upon start up was not confirmed. The platform passed functional testing. Therefore, a root cause for this first issue could not be determined. The customer's reported complaint of random characters displaying on the screen was confirmed during functional testing. This second issue was found to be due to the lcd ribbon cable becoming loose from the pca board. The physical damages found during visual inspection are unrelated to the reported complaints.